Event description:
Three days post-op the pt has trauma (twist) of the operative shoulder, which caused the fiberwire to break. The surgeon believes that the knot should be the weak point and not the suture strand itself. Pt required a revision surgery. This device is used for treatment.